Event description:
It was reported that during implant, the right ventricular (rv) lead was kinked and physician was concerned about lead function in the future. The rv lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.